Event description:
It was reported that the device was oversensing and led to inappropriate shock. X-ray revealed that the lead had pulled back. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.